Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been having low blood glucose and the sensor did not alarm her. Customer's blood glucose was 20 mg/dl. Customer was pregnant. Customer reported she was hospitalized for low blood glucose of 26 mg/dl. Customer's blood glucose was 132 mg/dl at time of call. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.